Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿+ pen needle was difficult to operate. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about inability to operate. The patient states that he/she pressed the button but it stopped at about the one-third position and could not be pressed completely."

Manufacturer narrative:
H.6. Investigation: one open 32g x 4mm pen needle sample and 4 photos were returned from an unknown lot. No., cat. No.320136. Visual examination was carried out on the returned sample and photos and a bent non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Event description:
It was reported that the bd micro-fine¿+ pen needle was difficult to operate. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about inability to operate. The patient states that he/she pressed the button but it stopped at about the one-third position and could not be pressed completely."